Event description:
It was reported when the device was used during a low anterior resection, the staples did not deploy. Upon further inspection, there was no cartridge present. The case was completed using sutures. The or time was extended by one hour. There was no other patient consequence.